Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The sample was repeated on the immulite system with lower results. The architect calibration was last performed using an expired reagent with quality control in range. The following data was provided: architect stat high sensitive troponin-I was calibrated on (B)(6) 2024 with calibrator lot 50639ud00 which expired on 20july2024. Reagent lot 65126ud00. Architect troponin results: (B)(6) 2024 = 1821.1 pg/ml (B)(6) 2024 = 1930.3 pg/ml (B)(6) 2024 = 1302.9 pg/ml immulite result = <0.20 ng/ml customer tested the patient again on this architect and the result = 1300 pg/ml repeated on another architect in another lab = 1340 pg/ml. Processed on a mindray result = 0.26 ng/ml reference range = <0.04 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review for lot 65126ud00 did not identify any non-conformances or deviations with the complaint lot. The overall performance of architect stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median values for the complaint lot was within the established limits and comparable with other lots in the field. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, the device met performance specifications and performed as intended at the customer site, therefore there is no systemic issue or deficiency with the architect stat high sensitive troponin-I for lot 65126ud00.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The sample was repeated on the immulite system with lower results. The architect calibration was last performed using an expired reagent with quality control in range. The following data was provided: architect stat high sensitive troponin-I was calibrated on (B)(6) 2024 with calibrator lot 50639ud00 which expired on 20july2024. Reagent lot 65126ud00. Architect troponin results: (B)(6) 2024 = 1821.1 pg/ml. (B)(6) 2024 = 1930.3 pg/ml. (B)(6) 2024 = 1302.9 pg/ml. Immulite result = <0.20 ng/ml. Customer tested the patient again on this architect and the result = 1300 pg/ml repeated on another architect in another lab = 1340 pg/ml. Processed on a mindray result = 0.26 ng/ml reference range = <0.04 ng/ml.no impact to patient management was reported.